Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin during filling sequence. Customer was educated that this is off label insulin use. Customer reloaded the same cartridge to resolve the issue. Customer¿s blood glucose level was 150-160 mg/dl.